Event description:
It was reported that the bearings were missing from 10mm shim c/d, size. Shim was not used in case. This item may have arrived at the distributor in this condition. No patient involvement.

Manufacturer narrative:
(B)(4). The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations and / or anomalies identified. Visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. A complaint history search will not be performed as this device is within the scope of a previous CAPA design update. Medical records were not provided complaint confirmed. The device is confirmed to have been a part of a previous CAPA investigation. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.